Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2130 alarm (system over pumping volume) occurred on a homechoice device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and functional tests were performed and passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.